Event description:
A customer reported cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided complete pump reset information and assisted the customer with resetting the pump. After the reset, the cgm error code did not reappear, and the customer successfully started a new sensor session.